Event description:
It was reported that prior to the implant procedure, upon interrogated the device while still in box; the implantable cardioverter defibrillator exhibited backup vvi operation. The device was not used and a new device was implanted. The patient didn't experience any adverse events and the procedure ended without complications.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an uncorrectable parity error that occurred. The device was tested on the bench and passed testing and the bvvi operation was unable to be reproduced through environmental testing. The cause of the uncorrectable parity error remains undetermined.